Event description:
It was reported that there was foreign matter with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: stained syringe in closed blister. Immediate measures: removal of the syringe from the chamber consequences: none.

Manufacturer narrative:
Investigation: two samples and two photos were provided to our quality engineer for investigation. Through visual inspection, a brown foreign matter was observed outside the syringe barrel, on the inside of the packaging film. Using magnification to further evaluate the substance, it was determined to be dirt. A device history was performed and found no no-conformances related to the reported issue during production of batch 1901266. While we cannot determine the exact origin of the foreign matter, it was confirmed to have occurred during the packaging process. Machines routinely undergo proper maintenance and cleaning. A project was recently opened to help reduce foreign matter within our products.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: stained syringe in closed blister. Immediate measures: removal of the syringe from the chamber. Consequences: none.